Event description:
A crack near the seam of the hub of the distal port allowed fluid to leak out of the line during a flushing of the line. Rptr had the exact same problem a week before with lot #cf2108411.